Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was alarmed motor error during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to verify prime alarm due to motor error alarm. The insulin pump had minor scratches on lcd window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.